Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 27mm navitor vision valve was chosen for implant, using a large flexnav delivery system. The annulus is measured to be 24.8mm diameter, 77.8mm perimeter. Pre-balloon aortic valvuloplasty (bav) was performed using 22mm balloon. After 3 partial re-sheaths (about 40%), the valve was deployed with final implant depth of 8mm non-coronary cusp (ncc) and 10mm left-coronary cusp (lcc). Moderate paravalvular leak (pvl) was observed post-implant. The moderate pvl was mitigated to mild with post-bav, utilizing a 22mm balloon. It was indicated that the patient had intermittent junctional rhythm.

Manufacturer narrative:
An event of heart block, device malposition, and paravalvular leak (pvl) was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated that the patient previously had a sinus rhythm, the valve appears to be correctly sized based on provided dimensions, the final implant depth was 8mm from the non-coronary cusp (deeper than the optimal 3mm), and there were no difficulties implanting the valve. No information regarding calcification extending beneath the aortic annular plane in the interventricular septum or annular calcium distribution was received. Based on the available information, the root cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on 05 december 2023, a 27mm navitor vision valve was chosen for implant, using a large flexnav delivery system. The annulus is measured to be 24.8mm diameter, 77.8mm perimeter. Pre-balloon aortic valvuloplasty (bav) was performed using 22mm balloon. After 3 partial re-sheaths (about 40%), the valve was deployed with final implant depth of 8mm non-coronary cusp (ncc) and 10mm left-coronary cusp (lcc). Moderate paravalvular leak (pvl) was observed post-implant. Reportedly, there was sufficient calcium to allow sealing. The moderate pvl was mitigated to mild with post-bav, utilizing a 22mm balloon. It was indicated that the patient had intermittent junctional rhythm, that resolved itself intrinsically. The patient was reported to be discharged. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.